Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned for evaluation.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03904, 0001822565 - 2020 - 03936, 0001822565 - 2020 - 03937.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date. Subsequently, a revision procedure is indicated for unknown reasons. However, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.